Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6)2014, patient experienced a rash and inflammation at site of sensor insertion. Patient's mother uses an unapproved skin preparation method. Patient's mother sought medical intervention and doctor recommended the use of hydrocortisone cream and an oatmeal bath. At the time of contact with dexcom technical support, patient was in fine condition.

Manufacturer narrative:
(B)(4).